Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no intervention taken on the right ventricular (rv) lead. The lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the implantable pulse generator (ipg) experienced premature battery depletion. In addition, the his bundle right ventricular (rv) pacing lead had intermittent high thresholds. A procedure was performed to replace the device and rv lead. No patient complications have been reported as a result of this event.